Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the customer was going to take a break from the insulin pump as the customer's blood glucose has been running high for the last six weeks, between 550 to 600 mg/dl. She is not sure if the device is pumping correctly. The customer wasn't hospitalized for the high blood glucose. Troubleshooting was performed on the device and no anomalies were noted on the device. The device passed the high pressure test. Customer's mother was advised the device was working as designed. The device is not returning for analysis.